Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device shows that hexalobular tip of screwdriver was broke off. The fractured piece was returned with the driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated that "material analysis is not performed as the reported device falls in the scope of a CAPA." Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was broken. The fractured piece was returned with the driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated material analysis is not performed as the reported device falls in the scope of a CAPA. No further investigation is required at this time. The CAPA investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. A design change was implemented on (B)(6) 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
Tip of screwdriver broke off when trying to seat the trident liner trial.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip of screwdriver broke off when trying to seat the trident liner trial.